Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. Focus testing revealed vision loss in the left eye as no image was displayed. There was no trouble found in the right eye. A related failure was observed - during inspection of the binding, damage or friction of the endoscope adapter was identified.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon converted to laparoscopy due to the 8mm endoscope image changing colors and flickering. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found errors 45311 and 48229 on the endoscope. The surgeon installed another endoscope after the conversion and the new image was good. The error were messages cleared when the endoscope was installed. The procedure was completed with no reported injury. Isi followed up the reporter and obtained the following additional information regarding the reported event: the sites robotics coordinator (roco) confirmed they had a camera issue and the surgeon elected to do the case laparoscopically. The procedure was completed with no patient injury.